Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and the right atrial (ra) lead exhibited a lead pull back during the rv lead extraction. Both the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.